Event description:
#3 fr "single" powerpicc inserted on "(B)(6) 2022", began leaking at hub where "clave" is. Needed to be removed and another #4 fr powerpicc inserted. PICC started leaking from hub where "clave" connected. #3 fr provena powerpicc began leaking from hub where clave attaches. Line had to be removed and a #4 fr powerpicc inserted. Ref mw5108598.

Event description:
#3 fr "single" powerpicc inserted on "(B)(6) 2022", began leaking at hub where "clave" is. Needed to be removed and another #4 fr powerpicc inserted. PICC started leaking from hub where "clave" connected. #3 fr provena powerpicc began leaking from hub where clave attaches. Line had to be removed and a #4 fr powerpicc inserted. Ref mw5108598.